Event description:
Customer received a blood glucose result of 133 mg/dl on his contour ts meter. When he was tested at the doctor's office his blood result was 300 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not provide strip info and had already made arrangements to get a different meter. No product was sent and no product will return.

Manufacturer narrative:
The customer's personal info or product info could not be obtained. It's not possible to determine the MFR date without the meter info.